Event description:
It was reported that the patient was sleeping and woke with arm over the head. The patient was concerned about lead position since the patient had "a different feeling today", which was not like the symptoms experienced before pacemaker implantation. Attempts to obtain additional information were not successful. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.